Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained for multiple proficiency samples processed on a vitros 250 chemistry system. The investigation was unable to determine a definitive root cause. However, improper proficiency sample handling, an instrument related event, or a reagent issue could not be ruled out as contributing factors. Acceptable vitros phyt performance has been observed using an alternate slide lot. However, ocd has received no related customer complaints for vitros phyt lot 2649-0121-1423. The root cause of this event is unknown.

Event description:
A customer observed lower than expected vitros phyt results for multiple proficiency samples processed on a vitros 250 chemistry system. Values of 9.2, 4.9, and 6.2 ug/ml were obtained from three separate proficiency samples versus the expected values of 12.33, 8.69, and 8.65 ug/ml, respectively. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were processed during the time frame that the lower than expected proficiency results were obtained, however no vitros phyt patient results had been questioned. There was no report of patient harm as a result of this event. This report is number three of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).